Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, fold creases, black particles in the shell and gel, curved opening, around 0-25% of the shell is missing. A microscopic analysis was performed which identified wear abrasion, a broken shell with smooth edge on the anterior side in the same location of the crease associated as fold flaw opening, and a curved striated opening on the radius side assessed as surgical damage consistent with the use of a surgical tool. Based on the device analysis, the final assessment is a broken shell with smooth edge in the same location as the fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.